Event description:
A malfunction with code malf 24 was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which cts agreed to send. Cts confirmed the shipping address, provided instructions for putting the current pump into storage mode, and advised the caller on steps to follow upon receiving the new pump. The customer was instructed to return the faulty pump to tandem with a pre-paid label, and acknowledgment was received for these steps.